Manufacturer narrative:
D5,6:h4: information unavailable.h6: code 400(other): yeilded jaws.

Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the clips did not form properly. The case was finished by opening another er320. There was no consequence to the pt.